Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP. The patient reported black substance on the filter. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.